Event description:
It was reported that during a lap sigmoid resection procedure, the cartridge contained no staples. The instrument did not staple but cut. The surgeon took a babcock clamp to grasp the rectum and then a new cartridge was used to finalize the operation. There was no adverse patient consequence.